Event description:
It was reported that the customer experienced high and low blood glucose levels due to air bubblings in the infusion set. The customer complained that she almost died because of the insulin pump and was extremely upset. She stated that she was concerned that the insulin had piled up due to the air bubbles and may have delivered too much insulin all at once after delaying its absorption. She stated that she delivered a bolus before bed, went to sleep, and she woke up in the middle of the night, noticing that her blood glucose levels did not lower. She pushed air bubbles through the tubing, delivered a bolus again, and she observed that her blood glucose levels began dropping faster than normal. The blood glucose reading was 256 mg/dl, dropped to 156 mg/dl, and reached 99 mg/dl within 1.5 hours. She treated with a spoon of honey thereafter. She stated that she was unable to complete troubleshooting. The most recent blood glucose reading was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.